Manufacturer narrative:
Additional information was received that the physician believed no device malfunction was suspected. The reason for revision was due to physician and patient preference to upgrade ipg and easier charging.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
On 19-dec-2016 additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo a revision procedure.